Event description:
Femoral artery access site of 81-year old female pt with resting angina and history of multiple intervention resulted in small but stable hematoma. Pt required surgical repair of pseudoaneurysm 3 days after use of prostar 9 fr. Pvs device. Doppler ultrasound confirmed the presence of a pseudoaneurysm. Attempt to compress the access site was unsuccessful and pt proceeded to surgery to repair the pseudoaneurysm. Pt was very mobile (moving around) during pvs procedure. Loss of position of device during pvs procedure was reported possibly due to excessive movement of the pt. Surgeon confirmed a fascial closure of the site, noting that the pvs sutures were delivered at the arteriotomy, but captured fascial tissue. Vascular repair of the pseudoaneurysm went well.